Manufacturer narrative:
The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
The customer reported hat the device will not turn on. There was no patient involvement.

Event description:
The customer reported hat the device will not turn on. There was no patient involvement.

Manufacturer narrative:
"H7 & h9" field updated.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted power button and ac light on keypad unresponsive, front case with keypad. Replaced. Software version as found 12.1; as left 12.1. Transistor on logic board shorted; logic board replaced. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (power button). Device history review: a review of the device history record showed the device had a manufacture date of 08jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported hat the device will not turn on. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported hat the device will not turn on. There was no patient involvement.